Manufacturer narrative:
The lead has not been returned. Should this lead get returned or should additional information become available, this report will be updated as necessary.

Event description:
Boston scientific received information that this left ventricular lead dislodged five days post implant. The lead was explanted and replaced. No additional adverse patient effects were experienced.